Event description:
The patient contacted animas on (B)(6) 2012 alleging the audio bolus button was not working. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: the keypad cover and the audio bolus button cover were intact. All keypad buttons responded normally. The audio bolus button responded normally. The button covers were removed and there were no button defects found. Unrelated to the complaint, investigation revealed that the display screen was dim, fading, and discolored and the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.